Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 10 mg/dl. Cause was not known. The customer was went to the emergency room and was admitted to the intensive care unit (ICU). Customer had MRI, cat scan, administered kepra, and fluids to address the bg. Customer was discharged from the ICU 3 days later, (B)(6) 2026, with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.